Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Upon turning the pump back on, the pump touch screen was unresponsive and became frozen on the 1,2,3 screen. Additionally, the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose was 226mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.